Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer had emergency sets in the mail and two of the quick sets looked like they were crimped. Customer also had a no delivery alarm when they went to change the set out. Customer declined troubleshooting because they already changed the set. Customer reported that the alarm was resolved by a complete set change. No further assistance needed.